Manufacturer narrative:
The device has not been returned for evaluation. We are unable to determine if any defect or manufacturing deficiency could have contributed to the reported adhesion issue and the patient's hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pod adhesive came loose from the skin. The customer was hospitalized for one day with high (27.5 mmol/l) blood glucose levels. She received an infusion with nacl and novorapid insulin.